Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, evidence of water ingress was observed. The interface board, sys board, power supply and internal battery will be replaced due to water damage. Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the MFR for svc. The device was not in pt use.